Event description:
In the later part of 2005 or first quarter of 2006, a pregnant woman was thrashing on the bed and fell off. Reportedly, she was given an epidural just prior to her fall. Allegedly, her ankle was broken and required a cast.